Manufacturer narrative:
Investigation of false negative: investigation conclusion: a review of the DHR did not find any issues relating to the reported problem. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Investigation of false positive: investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. A review of the DHR found that lot met all release criteria. A review of complaint history identified 4 similar complaints. Root cause: could not duplicate with retained devices. Source: phone.

Event description:
Reported 7 false negative results of 15 tests unknown how many are sars, flu a, or flu b. In addition, consumer reported 9 false positive results of 15 tests unknown how many are sars, flu a, or flu b. The customer communicated the results were confirmed by molecular (pcr testing). All symptomatic patients.